Manufacturer narrative:
Correction to f10/h6: medical device problem codes (1). H11: the device was received for evaluation. During functional testing, the reported psi(pounds per square inch) is out of tolerance was not reproduced. The device passed the downstream occlusion test. A review of the event history log revealed 'downstream occlusion' messages. However, test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of psi(pounds per square inch) is out of tolerance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.